Event description:
Boston scientific crm received information that this ventricular lead was exhibiting decreased sensing measurements and increased thresholds due to suspected dislodgement one day post implant.

Manufacturer narrative:
A revision procedure was performed and the lead was removed from service and successfully replaced. This issue will be re-evaluated if additional information is received.